Event description:
The customer reported that the pt was bleeding as a result of 248a previous instrument's use. They utilized the ligasure device to try and stop the bleeding but it still continued although an end tone, indicating a completed seal cycle, was heard. The blood loss amounted 200cc. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted.